Event description:
A cartridge change error was reported with the pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided the customer through inspecting and cleaning the pump, and assisted in filling and loading a new cartridge. The process was completed successfully, and the customer chose to continue and manage their insulin therapy independently.